Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 224mg/dl. The customer successfully resumed insulin deliveries after the occlusion alarm. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.